Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reports unknown side "discomfort as it has encapsulated causing a lot of rippling and pain," patient's "physical health is deeply effecting...mental well being," implant "disfigured," and "level" IV capsular contracture. Device remains implanted.